Manufacturer narrative:
(B)(4). Concomitant medical products: item 42500605401, lot 63106132. Item 42511400414, lot 63353359. Report source: foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had initial knee arthroplasty and two years after the procedure the patient reported that she was having trouble with her hip and knee. It was further reported that the loose tibia may have compromised her ability to walk to the extent that she fell onto her hip. The patient received a total hip replacement, and underwent knee aspiration. Attempts have been made and no further information has been provided.